Event description:
Customer reported that when they moved the acuity central station, it lost power due to a bad power cord and now would not come back up. This would result in the loss of centralized patient monitoring. Monitoring would continue at the bedside monitor. The customer replaced the power cord and restored power, then requested help from tech support to restart the system.

Manufacturer narrative:
We will not be receiving the device back for evaluation. We rendered technical service over the phone to restore operation. The customer discarded the reportedly failed power cord. Other, no conclusion possible. The customer discarded the cable which supposedly caused the problem.